Manufacturer narrative:
(B)(4).

Event description:
Procedure: inguenal hernia repair. According to the reporter: the balloon did not inflate. There was no unanticipated tissue loss, unanticipated extension of the incision, unanticipated blood loss, the surgical time was not delayed by more than 30 minutes, and no device fragment or component fell into the patient cavity. The difficulty did not result in unintended colostomy, formal laparotomy, or re-operation.